Event description:
In this event, it was reported that a pt with known allergies to prednisone and mizord, had developed a rash that spread beyond the intraoral cavity, after use of lynal tissue conditioning and reline material. The dentist stated that the pt's family physician was treating the pt.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. A retain sample from the same lot was tested and found to be within specification.